Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration to uterine cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (she underwent hysterectomy with salpingectomies due to complications of essure). Essure was removed. At the time of the report, the pelvic pain, device expulsion, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration to uterine cavity/ migration of essure devicelocation of device: uterine cavity') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included tension headache, menometrorrhagia, dyspareunia, vaginal bleeding, metrorrhagia, arthralgia multiple, diarrhea, lower abdominal pain, bloating, vaginal burning sensation, vaginal itching, cystoscopy, culdoplasty, enterocele (vaginal) and uterine leiomyoma (cervix). Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia"), 26 days after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("headaches,") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, hormone level abnormal, female sexual dysfunction, headache, depression, anxiety, migraine, fatigue, nausea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: upon its removal, the right essure device appeared to have more than 8 coils protruding into the uterine cavity and there was another portion of the microinsert redoubled back into the uterine cavity. Left device appeared to be properly placed . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final diagnosis: "uterus , cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy) " squamous metaplasia and mild chronic inflammation of the endocervix. , benign proliferative phase endometrium. , unremarkable myometrium. Bilateral fallopian tubes with essure coil s identified. , benign para tubal cyst. Ultrasound pelvis - on (B)(6) 2015: 2 cms of one essure microinsert seen within uterine cavity. Has a lower uterine segment leiomyoma, ovaries wnl.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, essure microinsert seen within uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : outcome for the event pelvic pain and menorrhagia was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration to uterine cavity/ migration of essure devicelocation of device: uterine cavity') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included tension headache, menometrorrhagia, dyspareunia, vaginal bleeding, metrorrhagia, arthralgia multiple, diarrhea, lower abdominal pain, bloating, vaginal burning sensation, vaginal itching, cystoscopy, culdoplasty, enterocele (vaginal) and uterine leiomyoma (cervix). Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia"), 26 days after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("headaches,") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, headache, depression, anxiety, migraine, fatigue, nausea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: upon its removal, the right essure device appeared to have more than 8 coils protruding into the uterine cavity and there was another portion of the microinsert redoubled back into the uterine cavity. Left device appeared to be properly placed. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final diagnosis: "uterus , cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy) " squamous metaplasia and mild chronic inflammation of the endocervix. Benign proliferative phase endometrium. Unremarkable myometrium. Bilateral fallopian tubes with essure coil s identified. Benign para tubal cyst. Ultrasound pelvis - on (B)(6) 2015: 2 cms of one essure microinsert seen within uterine cavity. Has a lower uterine segment leiomyoma, ovaries wnl. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, essure microinsert seen within uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration to uterine cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (she underwent hysterectomy with salpingectomies due to complications of essure). Essure was removed. At the time of the report, the pelvic pain, device expulsion, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration to uterine cavity/ migration of essure device location of device: uterine cavity") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no. 699882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included tension headache, menometrorrhagia, dyspareunia, vaginal bleeding, metrorrhagia, arthralgia multiple, diarrhea, lower abdominal pain, bloating, vaginal burning sensation, vaginal itching, cystoscopy, culdoplasty, enterocele (vaginal) and leiomyoma (cervix). Concomitant products included ibuprofen, ketorolac tromethamine (toradol) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia"), 26 days after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced headache ("headaches,") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, headache, depression, anxiety, migraine, fatigue, nausea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: upon its removal, the right essure device appeared to have more than 8 coils protruding into the uterine cavity and there was another portion of the microinsert redoubled back into the uterine cavity. Left device appeared to be properly placed diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final diagnosis: "uterus , cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy) " squamous metaplasia and mild chronic inflammation of the endocervix. Benign proliferative phase endometrium. Unremarkable myometrium. Bilateral fallopian tubes with essure coil s identified. Benign para tubal cyst.. Ultrasound pelvis - on (B)(6) 2015: 2 cms of one essure microinsert seen within uterine cavity. Has a lower uterine segment leiomyoma, ovaries wnl.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, essure microinsert seen within uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: follow up 2 & 3 processed together. Medical record received: lot no. Added. Reporter's information, patient demography, medical history added. On 16-may-2019: follow up 2 & 3 processed together. Pfs received : patient demographic updated, events added- hormonal imbalance, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression, mental anguish, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue , device monitoring procedure not performed. Events onset date and concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.